Manufacturer narrative:
Follow-up # 1 date of submission 05/09/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling from the bottom of the keypad to the ok key and was torn at the down arrow and ok keys, exposing the down arrow key contact. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive; the contrast keypad button responded appropriately. There was evidence of contamination found under all key contacts. The down arrow and ok keys were found to be misaligned and inverted. No scrolling was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were intermittently unresponsive and that the keypad was peeling. The reporter alleged that the response issues occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.